Event description:
It was reported by the customer that the drill overheated during a procedure. No user injury and adverse consequences to the pt were alleged with this event. There was no delay in the procedure.

Manufacturer narrative:
The device was returned to the MFR, however, the complaint could not be confirmed. During eval, the device performed according to the specifications. A f/u report will be filed once the quality investigations are complete.